Event description:
Adverse event(s): "no patient involvement reported" (no patient involvement). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed after surgery. Additional information received from the customer stated there was no problem with the cassette. No patient involvement was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).